Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site listed is: (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the color video receiver board to repair the lack of color on the display. Unrelated to the reported failure, the fse rebuilt the compressor, replaced batteries, safety disk, blood back tubing and power cord. The fse then completed preventative maintenance (pm) with full calibration. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a monochromatic display. It is unknown under which circumstances this event occurred. However, there was no patient involvement. Thus, no adverse event was reported.